Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. The customer drank juice to address low bg level. During troubleshooting with tandem technical support, it was noted that the customer had incorrectly set the pump time to am instead of pm, resulting in the basal rate to be incorrect for the actual time. The customer was able to adjust the pump time to the correct setting.